Event description:
Had mentor memory gel implants put in (B)(6) 2010. Had them removed (B)(6) 2019. One of them was ruptured and the other had beads of silicone on the outside of the outside of the implant showing that there was leakage coming out of that one as well. FDA safety report ID# (B)(4).